Event description:
Related manufacturer reference numbers: 2017865-2023-19008. It was reported that the patient presented in clinic for right atrial (ra) lead revision. It was previously noted that chest x-ray was performed and revealed ra lead dislodgement. During ra lead revision procedure, it was found that a set screw of the implantable cardioverter defibrillator (ICD) exhibited engagement issue with the hex wrench and failure to tighten down a lead after being removed. The ra lead and the ICD were both explanted and replaced. Patient condition was stable.

Manufacturer narrative:
A full lead was returned in one piece for analysis. Visual inspection, x-ray examination, specification measurements and electrical tests were normal with no anomalies found.

Event description:
New information received notes that the right atrial (ra) lead initially exhibited elevated capture threshold, which had motivated for the chest x-ray.